Event description:
Ous MDR - it was reported that approx 8 months after the implantation increased impedance (> 2500 ohms) and no capture at high output on the right ventricular lead were observed. The lead switched to unipolar sensing. Furthermore, increased atrial pacing was noted. No visible lead problem could be identified on x-ray. Lead check through external device showed good values, measurements with the new pacemaker were in range. The patient is reported to work in an area with the use of very strong electromagnets and high impact tools.

Manufacturer narrative:
The aforementioned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 90% which is as expected after an implantation duration of 13 months. The inspection of the follow-up data from may 24, 2017 documented a right ventricular lead failure in bipolar and unipolar lead configuration. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition a sensing test was performed. There was no indication of a device malfunction. A long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Furthermore, the lead impedance measurement functions were tested using different load resistances in unipolar and bipolar configuration. No peculiarities were observable. The lead impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.